Event description:
It was reported that (12) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the 511s trocars from the tk11m kits, have torn gaskets. There was no consequence to the patient.